Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The faulty component was sent into the carefusion factory service for evaluation. After evaluation and identifying a worn component; carefusion factory service provide preventive maintenance and then the device was returned to stock.

Event description:
The customer reported the rubber on the diaphragm around the driver seems to be cracking. Carefusion technical support specialist, explained how they should be cleaning the diaphragm. A replacement was issued. Patient involvement is unknown.